Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were performed. The printed wire assembly was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump showed a high alarm error code. Per reporter, there was no patient involvement.